Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm leaked the patient was admitted to the hospital at 15:07 on (B)(6) 2024 with heart failure. He was clear, complained of chest tightness, and was admitted to the hospital and given an urgent arterial blood gas check as prescribed by the doctor.during blood collection, blood was found to be spilling outwards from the needle bolus slit, so the arterial blood collection needle was immediately removed, and exhaustion was carried out, which was explained to the patient in a timely manner.

Event description:
It was reported that bd arterial cannula 20g/45mm leaked the patient was admitted to the hospital at 15:07 on 14 august 2024 with heart failure. He was clear, complained of chest tightness, and was admitted to the hospital and given an urgent arterial blood gas check as prescribed by the doctor.during blood collection, blood was found to be spilling outwards from the needle bolus slit, so the arterial blood collection needle was immediately removed, and exhaustion was carried out, which was explained to the patient in a timely manner.

Manufacturer narrative:
The MDR submitted with MFR report #: was submitted with the incorrect site registration number and material number. This MDR is now void and an MDR with the correct site registration number and material # will be submitted.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
The patient was admitted to the hospital at 15:07 on (B)(6) 2024 with heart failure. He was clear, complained of chest tightness, and was admitted to the hospital and given an urgent arterial blood gas check as prescribed by the doctor. During blood collection, blood was found to be spilling outwards from the needle bolus slit, so the arterial blood collection needle was immediately removed, and exhaustion was carried out, which was explained to the patient in a timely manner.